Event description:
The device was removed and replaced due to the pt's reduced visual acuity. Physician stated the lens optic appeared cloudy.

Manufacturer narrative:
Device was received and underwent extensive analysis. The intraocular lens optic did not appear cloudy and we were unable to confirm physician's observation. Lens met all other mfg specification. The MFR was unable to find a definitive cause for this event. Batch records were reviewed, no deviations associated with this event were noted and no similar reports were received for this mfg lot.